Event description:
Per the audiologist's report, this pt felt discomfort and burning in the transmitter coil area. She had also developed a scab under her external magnet. Her physician advised her to stop wearing her processor until the discomfort cleared and placed her on antibiotics while the area drained. A severe skin flap infection developed, which caused the receiver/stimulator to extrude. The surgeon explanted the device 2006, and implanted a new device on the contralateral side.

Manufacturer narrative:
This is a final report.